Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, it was mentioned that everything was blurry. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as lens was dislocated then discovered lens had defect. Additional information has been requested, received and stated the lens was removed and replaced with same model and diopter company lens. The patient issue was resolved and surgeon prognosis for patient was good.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).